Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one inappropriate shock due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device was inhibiting therapy, and some atrial events were falling into blanking; the patient had also oversensing in the past. Technical services (ts) was consulted and recommended increasing sensitivity to eliminate undersensing of atrial fibrillation (af). Atrial noise was seeing and ts discussed further testing. The device remains in service. No adverse patient effects were reported.